Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that on the day of implant there was intermittent sensing and failure to capture, with pacing failure and atrial lead dislodgement noted. The event was noted to be related to the atrial lead. The lead was explanted and replaced, and the event resolved without sequelae. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.